Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer returned the meters, which were tested with retention strips of lot 477909 and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Meter serial number (B)(4) results: level 1 ¿ 45, 45, 45 mg/dl. Level 2 ¿ 306,302,307 mg/dl. Meter serial number (B)(4) results: level 1 ¿45,44, 45 mg/dl. Level 2 ¿ 312,299, 304 mg/dl. Meter serial number (B)(4) results: level 1 ¿ 45, 44, 45 mg/dl. Level 2 ¿ 309, 311,308 mg/dl. All returned results are within acceptable range. This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meters. The serial numbers provided were (B)(4). It was unclear which meter produced which result. At 10:30 am, the result from the laboratory was 126 mg/dl. At 11:21 am, the result from one of the meters was 358 mg/dl from the fingertip of the patient. From the patient's earlobe, the result was 159 mg/dl. At 11:22 am, the result from the second meter was 200 mg/dl from the patient's fingertip. At 11:24 am, the result from the third meter was 326 mg/dl from the patient's fingertip.